Event description:
It was reported that the fenestrated maryland bipolar instrument has a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip cable is frayed near the distal idler pulleys. The grips can still open and close. The cable is derailed from the pulley and wedged between both distal idlers. The derailment likely preceded cable fraying. Engineering concluded the cable fray is likely from the cable traveling over sharp pulley edges. Engineering also observed the distal end of main tube has various scratch marks, some of which have light material removed. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.